Event description:
Boston scientific received information that during an implant procedure, when this new device was connected to the patient¿s implanted leads, there was loss of capture and a four second pacing pause noted. The physician disconnected and removed the device and rechecked the leads, which were all found to be good. The device was then reconnected and put back into the pocket and no further issues were noted. The pocket was closed and the device implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.